Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving unknown baclofen via an implanted pump. It was reported a home pump refill nurse noted they had seen a few other cases in which the patient's experienced baclofen withdrawal following pump refills.